Event description:
It was reported that the ilet issued occlusion and high glucose alerts reported at 400 mg/dl while the user had an infusion set in place since the prior day, with no visible bubbles or kinks, and glucose was elevated until the infusion set and supplies were changed. Customer care provided support that included troubleshooting and user education with recommendation to replace the infusion set and related supplies. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved only after changing supplies, consistent with an infusion set component problem. Symptoms included hyperglycemia without other reported symptoms. Outcomes included stabilization of glucose after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.